Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence in attempting to obtain additional information was unsuccessful. The redness issue has resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient's scab is reportedly gone and there are no breaks in the skin. The site is pink and does not appear infection. The recipient is reportedly utilizing the device without complications.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly developed a scab and redness at the implant site. The recipient was prescribed bactroban ointment for seven to ten days and recommended non-use of the device for one week.